Event description:
The cin was contacted directly by the customer. It was reported the devices were used during a lap chole. It was reportd the inner flapper valve from the 511sd was discovered in the pt and was retrieved. The tie-down post from the 512b broke off. The piece did not fall into the pt. That trocar was used for the case. The 1seal gasket tore during the case. All devices were from an fdc32 kit, lot number k48t2z.